Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) assisted the customer over the phone to empty the foam trap and to change the vacuum filter, resolving the leak and vacuum failure. Per cts, the customer has not called back with any further issues to date. (B)(4).

Event description:
The customer reported a few drops of bloody fluid leaked on top of the tube caps of the coulter ac·t diff 2 analyzer. The leak was not contained within the instrument. The customer also reported the instrument was generating "vacuum" errors. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.